Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device is noisy when in use. The device failed and was sent in for evaluation and repair. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional service results reported: the service technician noted the following action taken: repair. The device has been serviced and functional testing has been performed in accordance with service manual 532.001/532.010 - pre-repair diagnostic assessment/repair verification. During the pre-repair diagnostic assessment the service technician identified the following failure: motor seized, rough running, defect. The probable root cause of the event was determined to be normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. A service and repair evaluation was completed: the following complaint description has been reported: device failure. Device sent in for evaluation and repair. Device is noisy when in use. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The device has been serviced, repaired and functional testing has been performed. The device has been returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.